Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 416 mg/dl while wearing the pod for 24 to 36 hours on the arm. The needle mechanism did not retract as intended. She felt some pain at insertion and the site was bleeding when the pod was removed. She gave herself a bolus with new pod and came down to 97 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state. The formed needle was retracted, and the slide retract was in the proper position. The data showed that the first priming sequence ended at 44 pulses and deactivation occurred at 3137 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. The data download returned an alarm code indicating an empty reservoir. The formed needle and soft cannula were inspected and no defects or damage was found. Although there was no evidence of anything that would cause bleeding or bruising, the reported event could not be determined.